Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the sensor failed to automatically adjust. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the sensor failed to automatically adjust. This investigation is ongoing.

Manufacturer narrative:
It was reported that the sensor failed to automatically adjust. Per good faith effort (gfe) response received on 11sep202, the customer declined service and repair. No further action provided. The customer declined service and repair. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.